Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Pt was report that occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 760 mg/dl with high ketones that were identified as dangerous by a health care provider. The customer was treated intravenously with fluids of saline and insulin in the ICU. The customer was released on 12/19/23 with no permanent damage and issue resolved. Reportedly, the customer was using trusteel infusion set for over 2 days and the same cartridge for over 3 days with novolog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide.